Event description:
It was reported the handpiece responds with error codes while testing. The customer discovered the problem while inspecting a generator for unknown problems. There was no patient involvement with the handpiece.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.